Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that, since implant, they were good at home, but had trouble with their symptoms when they were at work and busy. It was recommended that they bring their programmer to work with them, and follow up with their healthcare provider to discuss their symptoms. It was also reported that the patient¿s implant moved in (B)(6) 2016; they had a revision because ¿it had moved.¿ no further patient complications are anticipated or expected as a result of this event.